Event description:
During an in-clinic follow-up, loss of capture due to lead dislodgment was noted on the left ventricular (lv) lead. The device was reprogrammed to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
During a clinic follow-up, loss of capture due to lead dislodgment was noted on the left ventricular (lv) lead. Programming is anticipated, but intervention has been performed at this time. The patient was stable will continue to be monitored.